Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2021-00311.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2021-00311.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a4, b3, b4, b5, b6, b7, d6, e1, e2, e3, e4, g2, g3, g6, h1, h2, h6, h10. Updated: b3, b4, b5, b6, b7, d6, e1, e2, e3, e4, g2, g3, g6, h1, h2, h6, h10, corrected: a4.

Event description:
It as reported patient underwent a revision procedure 7 years and 9 months post-implantation due to continued elevated metal ions, gluteus medius tear, and trunnionosis. The surgeon noted presence of black material deposited around the femoral head and trunnion and gross failure of prior gluteus medius repair. Trunnion found to be corroded with deposition of black material inside the head and over approx. 50% of the trunnion. Only the femoral head was replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d2, d4, g3, g4, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial right total hip arthroplasty procedure on (B)(6) 2013 due to arthritis. Unknown zimmer biomet components were implanted without any complications. Lab reports dated (B)(6) 2017 revealed elevated metal ions in the blood - cobalt 10.6 (normal <1.9), chromium 4.0 (normal <3.6). Lab reports dated (B)(6) 2021 also revealed elevated metal ion levels - cobalt 9.4 (normal <= 1.8), chromium 8.1 (normal <3.6). Trunnionosis was observed during the revision procedure. Liner was not replaced as there was no wear. Trochanteric debridement and gluteal repair were performed. The metal femoral head was removed and a new ceramic head was implanted. No other finding/complication related to the reported event was noted. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: 2013. Concomitant medical devices: part: unk stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00345.

Event description:
It was reported the patient alleges pain and elevated ion levels approximately eight years post implantation. A revision has not yet been scheduled. Attempts have been made and no further information has been provided.